Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The same day as event onset, the patient began treatment with intravenous injection of magnum (1 gm, twice a day, ongoing) for peritonitis. At the time of this report the patient outcome was unknown. Dianeal therapy was ongoing. No additional information is available.